Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-pc upn: m365sc14320 model: sc-1432 serial: (B)(6) batch: 226823 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing numbness in her left legs, some bleeding and paddle was pushing on patient's nerves post implant. The patient underwent a spinal cord stimulation (scs) removal procedure. Patient is feeling much better postoperatively. Facility disposed of the explanted products per their policy.